Manufacturer narrative:
(B)(4). Title endoscopic treatment of zenker¿s diverticulum with ligasure: simple, safe and effective source endoscopic treatment of¿ endoscopy international open, volume 07, 2019 (e203¿e208) date of publication: 15 october 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between june 2010 and march 2018, post-operatively two patients experienced iatrogenic esophageal micro perforation which required hospitalization for 8, and 12 days and one case of delayed bleeding endoscopically-controlled with a clip.